Event description:
It was reported during the patient's trial the lead disconnected from the cable. The physician explanted the lead and reported the end of the lead was broken in the cable connection. The patient's trial was successful. No product will be returned to sjm.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinior as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.